Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer did not complete the air removal step prior to filling the cartridge. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. The customer performed a supply change to address the issue. There was no reported impact to the customer's blood glucose level.